Event description:
In 2002, hydrarthrosis, redness and swelling occurred after injection of artz dispo, and injection was discontinued thereafter. Two months later, artz dispo was administered to the aptient. Three days later, the patient was admitted. Since warmth, swelling, redness (mild) and hydrarthrosis (130cc. Wbc increased) were observed, injection was stopped. The next day, hydrathrosis with 130cc of synovial fluid (turbidity (+)) was observed. Three days later, hydrarthrosis with 65cc of synovial fluid (turbidity (-)) was observed. The symptoms were relieved after that.

Event description:
On dec-11-2001, observed about 40ml of synovial fluid (turbidity (-)) before injection. Injected artz dispo to the patient. On dec-17-2001, observed redness, hydrathrosis with 50ml of synovial fluid (turbidity (+)), esr with 38 per 1 hour and 72 per 2 hours, and no change of lymphoma. Also observed 0.24mgl/dl of crp and 5100 of wbc. On jan-7-2002, given an injection by one-week interval from jan 7 to feb. 18 (successively for 6 weeks). On apr-8-2002, injected artz dispo to the patient again. On apr-11-2002, hospitalized the patient due to severe swelling: 9.54 of crp and 6700 of wbc. On apri-12-2002, observed hydrathrosis with 130ml of synovial fluid (turbidity (+)). Suspected high level of wbc, the specimen of synovial fluid was collected for an investigation. Observed warmth and redness (mild). Given flomox (cefcapene pivoxil hydrochloride) to the patient (for oral, 3 tablets/day, apr. 12-apr.23). On apr-13-2002, left hospital. On april-17-2002, obse5rved 0.92 of crp, 4800 of wbc and 50ml of synovial fluid (slight turbidity). On april-22-2002, showed the bacteria were negative; the test result of the specimen (collected on apri-12-2002). On apr-23-2002. Observed 5.5 of uric acid value.